Event description:
Revision surgery - due to the patient slipping when he was getting off a tractor and dislocating the modular neck from the femoral stem.

Manufacturer narrative:
The reason for this revision surgery was dislocation, trauma, after 5.7 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part from this lot. The root cause for the revision was reported as a slip which caused the dislocation of the modular neck from the femoral stem. There is no information reported that showed a material, design, or manufacturing problem with the product.